Event description:
It was reported that a malfunction occurred with the pump after the customer took a shower and wore the pump during a chest scan. There was no reported adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.